Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris seen throughout the device appears to be the cause of an occlusion and the inability of being able to program the device. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.

Event description:
Affiliate reported that the valve over drained. As a result, the device was revised. Patient condition is stable.